Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert due to high voltage lead impedance greater than upper limit. A defibrillation threshold test was recommended. No further information is available at this time.

Event description:
Additional information received indicated that a defibrillation threshold test was performed successfully with normal high voltage lead impedance values. There were no electrical anomalies observed. The physician elected to turn off the vibratory alerts. There were no adverse consequences to the patient. The patient will continue to be followed-up routinely.